Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an interrogation of leads addressed in MFR 1627487-2021-16884, 1627487-2021-16883, company manufacturer was unable to locate the ipg with their clinician programmer and as a result deemed ipg to be inoperable. Patient had not used the system as the leads were cut off. Thereby the ipg was explanted and replaced with a new one. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.